Event description:
The initial reporter stated that the pump was under delivering. At the time of the complaint the values provided indicated that the pump had under infused, but was still within the volumetric range that mmdg would consider not reportable. When the pump was returned to mmdg for evaluation the pump over infused at a reportable rate. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. The reportable failure was discovered at moog. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump was out of calibration, which caused the pump to over infuse. The pump was serviced to correct this issue.